Event description:
The customer reported that the ac power failed which could indicate a failure to power up.

Manufacturer narrative:
The customer reported that the ac power failed which could indicate a failure to power up. The unit was evaluated at philips. The symptom was verified. Replacing the ac power module resolved the issue.